Event description:
It has been reported to philips that the system was not switching on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system log files cannot confirm the malfunction. Upon troubleshooting actions, fse identified that the host pc was not starting. Fse corrected the host pc input power connection and reconnected the connectors. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.